Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at 38 cm proximal to the lead tip; the inner coil was cut at 44 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In the distal area of the lead fragment the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation. Further analysis exposed a damaged insulation in the proximal area of the lead, which most likely occurred during the explantation procedure by the usage of surgical instruments. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because the ICD was delivering inappropriate shocks due to a rv lead fracture. There were no other adverse patient events reported. Should additional information be received, this file will be updated.